Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperative, one endotracheal tube had no return electrode and one endotracheal tube balloon leaked air. There was no patient injury related to the event.

Manufacturer narrative:
H3: product analysis found visually, there was no damage in the construction of the device seen by the unaided eye. Functionally, a syringe was used to inject 20cc of air into the cuff balloon and the cuff deflated immediately. For further analysis, a leak test was performed to locate the area of the leak, and bubbles (leakage) were observed on the proximal end of the cuff adjacent to the red electrode. Under magnification, there was a small puncture near the seam of the cuff near where the cuff connects to the tube. H6: fdm b17, fdr c20 and fdc d16 codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperative, one endotracheal tube had no return electrode and one endotracheal tube balloon leaked air. There was no patient injury related to the event.